Manufacturer narrative:
This lead remains implanted and thus no analysis will be conducted. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that post operative follow up showed normal measures on this right ventricular (rv) lead, but an x-ray revealed a lead dislodgement. This rv lead was repositioned and remains implanted. No adverse patient effects were reported after repositioning this lead.